Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on proximal stent row 3 the stent struts were lifted from their crimped stent position and pulled distally. The undamaged distal section of the crimped stent od (outer diameter) was measured and was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-oct-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending (lad) artery. After pre-dilatation was performed with a semi-compliant balloon catheter, a 3.00x20mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion even after repeated attempts. The physician discarded the device and completed the procedure with only plain old balloon angioplasty. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.